Event description:
It was further reported that target lesion 1 was 5mm long. Target lesion 2 was identified in diag2 and was 10mm long, with 90% stenosis and a 2.5mm reference vessel diameter. Per note to file, target vessel diag2 was confirmed as the vessel indicated during the index procedure and not diag1 as was reported on the previous MDR. Target lesion 2 was treated with pre-dilatation and placement of a 3.0 x 24 mm taxus express2 8.8% drug eluting stent. Per the cath report, `the stent fell short' and another stent had to be deployed. This was placed in lesion 3 which was 5mm long. All 3 stents were overlapping. The stented area was post-dilated using kissing balloons. The patient had a spasm which resolved with administration of ic nitroglycerin. Residual stenosis in lad and diag was 0% following the procedure. The patient was admitted 304 days after the procedure with acutely altered mental status. Per admission note, CT scan of the head showed "no evidence of bleeding or acute changes". ECG showed "nsr with st depression laterally in v5, v6, I and avl". Cardiac enzymes were elevated but not consistent with guideline definition of an mi. The patient was referred for cardiac catheterization. Angiography 3 days later revealed, lad (target vessel) 75% proximal stenosis, 75% stenosis in the 1st diagonal, 90% instent restenosis in the 2nd diagonal, lcx 90% occlusion in om2 (no evidence of collateral flow). Per cath report, severe calcific aortic stenosis and two vessel coronary artery disease was identified and coronary artery bapss grafting (CABG) surgery was recommended. The patient underwent further cardiac and medical evaluations in preparation for upcoming CABG surgery. The patient's condition improved and patient was discharged 5 days later with plans to return in one or two days for CABG surgery. 4 days after discharge, the patient underwent aortic valve replacement and CABG surgery with lima to lad (just after the stent in the lad) and sequential vein graft from the aorta to the diagonal and obtuse marginal. During surgery, an anterior mediastinal mass was identified and extirpated. The tumor was diagnosed as a thymoma. Plans for radiation therapy were made for a later date. Post surgery, the patient was noted to have sinus node dysfunction and was placed on temporary cardiac pacer. The patient's condition improved and the cardiac pacer was discontinued 5 days later, and the patient remained stable and was discharged on aspirin to a skilled nursing facility. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable.

Event description:
Same case as # 6000089-2005-00509, #6000089-2005-00510 the lesion being treated was a 3.0mm 90% stenosed proximal left anterior descending (prox lad) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 2.50x12mm drug eluting stent in the prox lad. Then the physician placed a taxus express2 8.8% 3.0x8mm drug eluting stent in the prox lad with a 2mm overlap to the 1st stent. The next lesion being treated was a 2.5mm 90% stenosed 1stdiagonal (1st diag) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% 3.0x24mm drug eluting stent in the 1st diag. There were no reported complications. The pt was discharged in 2004 on plavix and aspirin. About 9 months later, the pt required a reintervention and underwent CABG surgery. The pt was discharged 5 days later. In the opinion og the physician the relationship of the reintervention to the taxus stent is "probable". In the opinion of the physician there was in-stent restenosis of focal stenosis.